Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure no further information is available. Lot number? No further information is available. What is the patient¿s current status? The patient was discharged from the hospital. No further information will be provided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was dehiscence noted? Was there any medical or surgical intervention other than observation of the patient? What is the current status of the patient? The procedure was laparoscopic-assisted left colectomy, the product was used for small incision (left rectus abdominis). Patient information: paroxysmal atrial fibrillation, hypertension, childhood asthma, the patient had a lot of cough. First surgery date is (B)(6) 2020 and re-operation date is (B)(6) 2020. At the time of re-operation, it was re-sutured using 0-pds. The hospital stay was extended. This is the latest information.

Event description:
It was reported that the patient underwent laparoscopic-assisted left colectomy on (B)(6) 2020 and barbed suture was used for wound closure on the fascia. The barbed suture was used on a small incision on the left rectus abdominus. Post-op in the ward, the patient¿s rectus abdominus muscle was torn and bleeding occurred. The patient underwent reoperation on (B)(6) 2020 and was resutured with a different device. The surgeon opined there was tissue damage from the anchors. A contributing factor was reported that the suturing was too tight and the pitch and bite were short. The patient's hospital stay was extended. It was reported that the patient was discharged from the hospital. Further details were not provided.